Event description:
It was reported that the customer passed away due to uncontrolled diabetes mellitus. The caller had no further information about the customer as he was not close to her. The caller did not know where the insulin pump was. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.